Event description:
During a lap nephrectomy procedure, 1st pair of shears would not work at all. Generator kept saying instrument failure. Opened second pair which worked for a while but then came up with the same error code. Instrument failure. Stopped using and converted to diathermy. No pt consequence.